Event description:
Plum 360 infusion system alarming to close door when the plum pump door was closed appropriately. Pump did this more than once, and did not always "alarm" beep when if malfunctioned. (Spark 61370).